Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on october 31, 2023. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the handle cannula broke when the handle was closed. No stones were present inside the basket at the time of the event. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 is being used to capture the reportable event of a handle cannula break.